Event description:
I had saline breast implants 22 years ago and currently have thyroid issues, chronic fatigue, decreased red blood cell count. High at ast levels, brain fog, both estrogen and testosterone levels are low. My blood oxygen levels are also low. I still have the implants because the cost for removal is so high and I'm afraid to be deformed. I have also been diagnosed with depression and adhd. I don't know for sure if the symptoms are related to the implants, but I suspect they may be. FDA safety report ID# (B)(4).